Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, correction to field h6, and updates to fields d4, d8, d9, g1, and h4. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: energy loss due to inadequate performance of electrical components, which is a known inherent risk of the device. The event can be prevented by following the instructions for use which state: sealing vessels and tissue bundles warning aspirate fluid from the area before activating the device. Conductive fluids (e.g., blood or saline) in direct contact with, or in close proximity to, an active electrode may carry electrical current or heat away from target tissues, which may cause unintended burns to the patient. Troubleshooting -too little tissue between the jaws ¿ the user is grasping thin tissue or not enough tissue; open the jaws and confirm that a sufficient amount of tissue is inside the jaws. If necessary, increase the thickness of tissue that is grasped and press the blue foot pedal or activation button. -too much tissue between the jaws ¿ the user is grasping too much tissue; open the jaws, reduce the amount of tissue that is grasped, and press the blue foot pedal or activation button. -activating on a metal object ¿ avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the device. -dirty jaws ¿ use a wet gauze pad to clean surfaces and edges of device jaws. -excess fluids in the surgical field ¿ minimize or remove excess fluids from around the device jaws. -activation switch released before seal complete tone ¿ the blue footswitch or activation button was released before the seal cycle was complete. -maximum seal cycle time has been reached ¿ the system needs more time and energy to complete the seal cycle. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an incomplete seal cycle error. No patient harm reported.